Event description:
Patient reports incidence of user error. Patient in USA for funeral of father. Stress and changes associated with personal circumstances contributed to hyperglycemia incident. Md states patient is normally quite active in germany and has completely changed normal routine of activity, eating and blood glucose testing due to circumstances of visit to USA. Pump not returned for evaluation.